Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken ac power cord was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a broken ac power cord. The ac power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter service technician reported a flo-gard infusion pump with a broken ac power cord. This condition was found during preventive maintenance on the pump. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.